Event description:
It was reported that the customer experienced cartridge alarm 20 on multiple occasions, specifically on (B)(6) 2025. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. In response to the issue, tandem's technical support arranged to replace the pump with one featuring updated software. The caller was advised on the necessary steps to take when the replacement pump arrives and was instructed to return the problematic pump using the provided packaging and prepaid label. The customer will continue to use their current pump and multiple daily injections as a backup therapy until the replacement is received.